Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a drop in blood pressure due to right ventricular (rv) lead perforation. The patient was immediately scheduled for rv lead replacement. This rv lead was explanted, while the replacement lead was successfully implanted. All values were within normal limits upon testing. There were no additional adverse patient effects were reported. The rv lead was no longer in service and will no longer be returned for analysis.